Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the wires of the device were exposed. The device was not being used during surgery. No user or pt injuries or medical intervention were reported. The date of the event is unk. There was no add'l info provided.